Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited noise on the atrial channel. The noise was only observed during a noise reversion episode on (B)(6) 2017. It was unclear if the noise was due to the lead or the device issue. The patient was asymptomatic and would continue to be monitored.